Manufacturer narrative:
Summary of the analysis: the review of the associated manufacturing records revealed no evidence of inconsistency during the manufacturing process that could be related to the reported issue. As the suspected lead was not returned (discarded by the hospital), it is impossible to conclusively confirm/identify the reported issue. This case is retained and utilized for trending purposes.

Event description:
On (B)(6) 2026, a new implantation was performed. During implantation, the screw of the vega r52 (serial number: (B)(6)) did not extend, even when the physician rotated it more than 20 times using a butterfly tool. When the physician removed the lead from the patient and checked, he found that the tip of the lead and the anchoring sleeve were stuck and could not be removed. A new vega r52 was implanted.